Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2020-01470. It was reported the patients system was auto reducing resulting in ineffective stimulation. Troubleshooting revealed both high and low impedance. As a result, surgical intervention was undertaken during which the patients leads were explanted and replaced with a different model resolving the issue.

Manufacturer narrative:
The reported event of high impedance was confirmed. The lead was returned complete. Microscopic inspection identified a kink in the lead body where all of the internal wires were broken follow by a cam impression mark. This would have caused the reported issue in the field. The fractured wires are consistent with the lead being subjected to overstress while in vivo.